Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient wanted to change programs because they felt like there were not emptying on current program. Patient also reported that they had urinary tract infection and felt like she had to push out her urine. Patient was switched to program 4 and increased to 1.0. No further complications were noted or anticipated.